Event description:
It was reported that the patient had a loss of coverage and had variability in her stimulation. The patient had less than 50% therapy relief. Upon interrogation, all electrodes (0-15) had impedances >10 ,000 ohms. The physician decided not to replace leads or extensions as the patient was (B)(6) with heart failure and renal insufficiency. The patients status was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3487a-45, lot # v134575, implanted: (B)(6) 2009, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3487a-45, lot # v273077, implanted: (B)(6) 2009, product type lead. (B)(4).